Event description:
An event was received through the edwards lifesciences (B)(4) implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of approximately 12 years (146.37 months) and was replaced by a valve. The reason for explant was not provided.

Manufacturer narrative:
Device not returned, discarded by hospital. No surgeon or follow up doctor contact information was provided. No further details were provided. The device will not be returned as it was discarded by the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, and procedure factors. It is typically not related to product malfunction. In this case, the root cause for the explant of this device cannot be determined.